Event description:
It was reported that the fiber made a popping sound, stopped working and broke. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber made a popping sound, stopped working and broke. The procedure was completed with another device. There were no patient complications.